Event description:
In 2008, the patient fractured the tibia due to a road accident and underwent surgery with a external fixator. At approx 2 weeks later, the patient did changing hospitals and fixed by ilizarov (non stryker) external fixator again. At about 5 months later, the lizarov (non stryker) external fixator was removed, and tibial fracture fixed with the cast. The surgeon was monitoring the patient. However, the patient bone shortened, thus the surgeon fixed the patient bone by using a monotube triax blue again in 2009. The distraction osteogenesis began at about 12 days later, and after it had extended about 30mm, the shaft of tube broke at approx 2 months later. Thus the surgeon changed the monotube triax blue to new monotube triax blue. The new monotube blue was reinforced with the hoffmann carbon rod. At about 41 days later, the surgeon removed the hoffmann carbon rod. The surgeon was monitoring for the patient. However, the shaft of tube broke 10 days later. The surgeon is planning revision surgery that uses monotube triax red in 2009.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.